Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that stimulation felt too strong across their lower back. The patient mentioned that the issue started a few months after they were implanted on (B)(6) 2015. The patient stated that they had their final titration appointment in (B)(6) 2016 and things seemed fine. Prior to (B)(6) 2017, the patient met with a manufacturer representative for therapy optimization and noticed that they had to charge more frequently after the programming adjustment. The patient reported that they used to only charge once a month but now their implantable neurostimulator (ins) would only last one to two weeks before having to be charged again. The patient also reported that their ins battery was not staying charged and didn¿t last. It was reviewed that usage and programming would affect charging frequency. The patient confirmed that there were no falls or trauma that may have led or contributed to the issue. It was recommended that the patient have their healthcare provider (hcp) check the ins and charging statistics if they had concerns about how often they were charging the device. No further complications were reported or anticipated. Indication for use is non-malignant pain.